Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low blood pressure and bradycardia. It was further reported that the leadless implantable pulse generator (ipg) exhibited a significant increase in thresholds and loss of capture. The leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low blood pressure and bradycardia. It was further reported that the leadless implantable pulse generator (ipg) exhibited a significant increase in thresholds, loss of capture, decreasing impedance and high thresholds the leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.